Manufacturer narrative:
The accounts maintenance checked the electrical connections and found electrical leakage to the ground on the power cord. The account replaced the power cord plug to repair the bed.

Event description:
The account alleged the pt was being assisted to scoot up in the bed. Two nursing staff on either side of the pt and the pt place on hand on each siderail to assist with the boost. After he was moved up, he commented to his nurse that he rec'd a shock.